Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, an unidentified particle was found inside the package of a safe-t-j amplatz extra-stiff support wire guide. This observation was made at a distribution facility. The device did not make contact with any patient. Investigation - evaluation reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The device was not returned for investigation. No physical examination could be performed. The customer did provide photos of the unused device showing a hair-like fiber present inside of the packaging. A document-based investigation evaluation was performed. A review of the device history record shows no failure-related nonconformances. There have been no other reported complaints for this lot number. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information available, investigation has concluded that the cause of this failure was related to the manufacturing and packaging of the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code = dqx wire, guide, catheter. Occupation = non-healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an unidentified particle was found inside the package of a safe-t-j amplatz extra-stiff support wire guide. This observation was made at a distribution facility. The device did not make contact with any patient. Photos provided by the customer show a hair-like particle within the package of the device.